Event description:
Caller reported inform blood glucose results of 405 mg/dl, 138 mg/dl, and 416 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.